Manufacturer narrative:
The event occurred in (B)(6). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer reportedly received results of 18 mmol/l on the mobile system and 7.8 mmol/l on the aviva nano system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self treat and low blood glucose symptoms improved.. No adverse event related to the device was reported. Requested return of suspect device.